Event description:
A health care professional reported that a patient was seen at a local hospital and the precision pcx meter used gave a higher result as compared to a laboratory result. She reported that they received a pcx meter reading of 27.8mmol/l and received a lab reading of 3.5mmol/l. When plotted on the parkes error grid, the results fell within the "d" zone showing the difference between the values were clinically significant. However, it is important to note that she reported the patient was "unstable and in diabetic ketoacidosis" which is consistent with the pcx meter reading and no treatment was reported. In addition, she stated the quality control testing performed was "good" that day and no other patients had erroneous results. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested, and a follow-up report will be submitted once results are available.